Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator that allegedly had lower than set volumes. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device was recalibrated to address the issue.

Event description:
The manufacturer received information alleging a patient had "breath discomfort" due to lower than set volumes while using a ventilator. There no reported serious harm or injury. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.